Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was capped and replaced due to loss of sensing during a routine device change out on (B)(6) 2016. The patient was in good condition post procedure.